Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery drawer is broken and the battery contacts are compressed. Analysis also found the upper case, one bail cover, and rign cover are broken. Lower case is damaged, lead flex cover is corroded, lead flex o-ring is missing, both output connectors are missing the medical adhesive, ring is bent, keyboard window is scratched, serial number label and serial number bar code label are missing, heart lead flex is damaged, and both heart block screws are missing. (B)(4).